Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (3000 mcg/ml) and hydromorphone (80 mg/ml) via an implantable infusion pump. It was reported that the pump reached end of service while still implanted in the patient. The pump was read and shut down to stop the alarm. The hcp was contacted to schedule a replacement.